Manufacturer narrative:
The customer stated that the qcs were out of range upon rerun. The customer performed a liquid flow cleaning (lfc) but the qcs were still out of range upon rerun. The customer disabled the module. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t results for 3 patient samples tested on the cobas e 801 analytical unit. The reporter stated that there was an electrical/power issue and the analyzer was just brought back up before the patient samples were run. The qc was reported to be within their specified ranges but the reporter noticed that the patient results were "significantly out." The initial results were reported outside of the laboratory. Sample 1 had an initial result of <3 pg/ml with a repeat result of 30 pg/ml. Sample 2 had an initial result of <3 pg/ml with a repeat result of 40 pg/ml. Sample 3 had an initial result of <3 pg/ml with a repeat result of 80 pg/ml. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the reagent probe, sample probe, and a defective reagent tube. The investigation determined that the event was consistent with a reagent pipetting issue which was detected by the second qc run. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reported assay is the elecsys troponin t hs assay ver. 2.1. The reagent lot number is 566409.